Event description:
A bipap auto biflex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed evidence of foam particles inside the blower kit (blower foam degradation) and dust fail contamination. Additionally, the service technician also noted error codes e-55: err_therapy_queue_full, e-62: err_stuck_ramp_key, and e-6: err_state_machine. The device was scrapped by the service center after the evaluation was completed.